Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal gablofen or lioresal via an implantable infusion pump. Indication for use was cerebral palsy and intractable spasticity. The hcp stated that there had been "issues going on", referring to the catheter as the patient had 4 catheters and 3 catheter replacements in the past 3 years. No patient symptoms were reported. Troubleshooting, diagnostics, and outcome were not provided. Additional information has been requested but was not available at the time of this report.